Event description:
It was reported that the patient experienced pain at the ipg site and the stimulation was inadequate. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50 , serial: (B)(6), batch: 7077249/7078635.